Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, there were issues with model bloat and the magnetic distortion was closed to 3. Towards the end of the procedure, a cardiac ultrasound revealed an effusion had occurred. There was no intervention performed to treat the effusion, however, protamine was administered following the successful procedure. The patient is currently in stable condition. There were no performance issues with any abbott devices except the bloated model. The physician does not allege the ensite x caused or contributed to the reported effusion.